Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that the patient experienced a reaction during a red blood cell exchange (rbcx) procedure with a large volume exchange. It is unknown at this time if medical intervention was required for this event. Patient information and outcome are unavailable at this time. The spectra optia exchange set was discarded by the customer and is not available for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation is in process. A follow-up report will be provided.

Event description:
The customer declined to provide patient information, outcome or additional procedural details for this event.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. The customer is not alleging a deficiency with the device or with the set. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypotension associated with apheresis is usually well tolerated. The following progression is often observed: pallor and sweating begin, with the skin turning cold; the pulse slows strikingly; the blood pressure decreases; nausea. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged reactions include but are not limited to the patient's physiology, the patient's disease state, and/or the patient's sensitivity to the procedure.